Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 628068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle"). On (B)(6) 2014, 4 years 8 months after insertion of essure, the patient experienced pelvic adhesions ("adhesions of the bladder to the anterior of the cervix"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea and menorrhagia had resolved and the migraine, headache and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: reporter information, other relevant history, lab data, product information, concomitant drug, menorrhagia, migraines, headaches, adhesions of the bladder to the anterior of the cervix were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 628068-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included fibromyalgia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle"). On (B)(6) 2014, 4 years 8 months after insertion of essure, the patient experienced pelvic adhesions ("adhesions of the bladder to the anterior of the cervix"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea and menorrhagia had resolved and the migraine, headache and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the 8 coils of the essure were noted at the tubal ostia. The left tubal ostia was cannulated in a similar fashion. The 6 coils were left visible in the left tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.